Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mast roller pump 150. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 control panel mast roller pump (mrp) responded incorrectly during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The complained touch screen was replaced with an led touch screen and subsequent testing found no further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation (rci 2015-17) has been opened to investigate this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 control panel mast roller pump (mrp) responded incorrectly during priming. There was no patient involvement.